Event description:
The USA customer reported that the 840 ventilator was inoperable. Additionally, it was reported that there was no patient involvement at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device, and found error codes relevant to the malfunction in the memory logs. The cse replaced the air inspiratory flow sensor, and upgraded the software to the current revision. He also performed extended self-testing on the device and all tests passed. (B)(4).